Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 5 months after the dental implant in ada site 14 was placed, the implant lost osseointegration in type iii bone. Clinician reports insufficient bone quantity/quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 5 months after the dental implant in ada site 14 was placed, the implant lost osseointegration in type iii bone. Clinician reports insufficient bone quantity/quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).